Manufacturer narrative:
(B)(6).

Event description:
Information was received that after switching to a successor model tracheostomy, the patient's condition worsened. The patient switched back to the previous tracheostomy on (B)(6) 2018. However on (B)(6) 2018, patient was admitted to the hospital for pneumonia.